Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, d2, d9, g1, g3, g6, h1, h2, h3, h6, h11. No product was returned or pictures provided; visual and functional evaluations could not be performed. Review of complaint history identified additional similar complaints for the reported item. However, as the lot number is unknown, an additional review could not be performed. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Cmp (B)(4) g2 ¿ foreign ¿ brazil. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the trigger of the handpiece was sticking and when it was activated, the engine would not turn off. As a result, when the doctor began the technique to mill the acetabulum, the mill ended up wrapping around the scrub nurse's glove and coat, it ended up on the scrub nurse's wrist resulting in a superficial cut. Due diligence is in progress for this complaint; to date no additional information or product has been received.